Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Insulin leaked into the device's interior, and it was present around the force sensor connector and around the front of electrical board by the lcd controller. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. Customer stated insulin pump had broken force sensor was detected during seating or regular delivery. Customer stated insulin pump was not exposed to a high magnetic field. Customer does not want to troubleshooting. Customer was advised to discontinue the use of insulin pump. The device will be returned for analysis.